Event description:
Kimberly-clark received a report from (B)(6), stating, "in the pediatric institute (B)(6) we deal with children multi handicapped, of which some are fed through gastrostomy. All the gastrostomy device we use are mic-key type. We had 3 different incidents where interim nurses have injected medicine through the valve of the balloon instead of the normal valve. Fortunately the patients did not experience any problems except for abdominal pain and bloating. Once we found a quantity of 20cc and another time of 25 cc in the balloons that are supposed to be filled only with 5 ml water." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. No device was returned to kimberly-clark for analysis. Based on the information provided in the report, and reported substantially low rate of occurrence for this category of event, the event was attributable to insufficient training of the "interim" nurses. The (B)(6) reporting facility indicated they were implementing training of affected healthcare personnel as a corrective action. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Other text : device not returned to kimberly-clark by customer.